Event description:
Clinic notes dated (B)(6) 2012 reported that the patient had three to four seizures the day prior. ¿she has seizures about once per week.¿ therefore, this frequency appeared to be an increase. The patient¿s anti-seizure medication was increased. Then, clinic notes dated (B)(6) 2012 reported the patient had two seizures that morning. ¿she has a seizure almost every day.¿ in clinic notes dated (B)(6) 2013, it was reported that the patient had four to five seizures that morning. ¿she uses her magnet sometimes but is unsure if it actually stops a seizure.¿ the vns device was interrogated and signal off-time was adjusted to 1.1min. All medications were continued as directed. Previously on (B)(6) 2012, the patient was noted to continue experiencing seizures and the vns settings were adjusted. No other changes were made. Later on (B)(6) 2013, the patient was reported to be having seizures in the morning and uses the vns magnet which is able to stop some seizures. Assessment indicated that the patient has a seizure disorder with breakthrough seizures. Attempts for additional information were unsuccessful. The treating physician¿s office revealed that they do not more information than what is available in the clinic notes. The patient is a very poor historian so they do not always get the most accurate information.

Manufacturer narrative:
(B)(4).